Manufacturer narrative:
Continuation of d10: product ID 3889 lot# unknown serial#, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient's device was no longer working for symptoms and wanted it removed. Patient has had more than one fall. Prior to the explantation, the patient had impedance on lead, potentially caused by one of their falls over the years therefore it is possible that the lead had already been damaged before the explant was performed in theatre. No cause known. As the lead was being explanted, the surgeons dissected around the tines as they know this is normally the point of maximum resistance. Once reaching the tines the lead was pulled back as per standard protocol to find that the lead had fractured beyond the tines, leaving at least one electrode in situ. The lead fractured after electrode number 2, leaving electrodes 0 and 1 in situ. The product was discarded and the patient has been informed they are not eligible for any MRI scans in the future due to the fragmentation.

Manufacturer narrative:
Continuation of d10: product ID 309328 lot# 0203457215 explanted: (B)(6)2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model: 309328, serial/lot #: (B)(6), ubd: 2014-03-10, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported indication for use was faecal incontinence. The ins was implanted early 2010.